Event description:
The screen on the mammo unit was down, rebooted and tested equipment, seemed to be working, started patient and equipment went down after 2nd image. Patient will be called to come back in when equipment is up.